Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s ilet bionic pancreas failed to pair with a new dexcom g7 continuous glucose monitor (cgm) sensor while the dexcom app was receiving glucose readings, and the user initially entered an incorrect pairing code on the ilet before updating it to the correct code and attempting reconnection per guidance. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.